Manufacturer narrative:
On 14 jul 2017 the medical affairs (B)(4) made the following analysis: radiographic images provided show the presence of a broken insert fixation screw 1 year after primary surgery. The reason of this failure is not known. It is conceivable that in a case with very high instability the screw was forced to withstand high stresses, beyond the design parameters, because the anatomic structures were not contributing. Immediate removal of the screw is strongly recommended. Visual inspection of the articular surfaces can be made during revision and any damage can be assessed. The surgeon decided to replace only the polyethylene insert. On 17 july 2017 the r&d project manager added the following comments: radiographic images provided show the presence of a loosened insert fixation screw 16 months after primary surgery. The picture taken from explanted screw shows that it was broken, but gives no indications about appearance of fracture , furthermore the screw is not being returned to manufacturer. The reason of this failure may be due to an improper tightening torque applied during surgery, but this cannot be demonstrated.

Manufacturer narrative:
Gmk-hinge fixed tibial insert size 3/10 mm (reference 02.09.0310h) is not registered in us. In particular, all sizes of gmk-hinge fixed tibial inserts 10 mm are not registered and marketed in the us. Nevertheless, this event is being reported to FDA since all sizes of the gmk-hinge fixed tibial inserts thicknesses 12-14-17-20-23-26 mm are registered and marketed in the us and the event involves the screw, that is the same for sizes and thicknesses of the subject insert. Batch review performed on 13 july 2017. (B)(4).

Event description:
Revision surgery 16 months after primary due to breakage of the screw. The screw was loose in the joint. Surgeon removed the screw and replaced the inlay, without a screw. The surgeon was not quite happy with the solution, he did not want to make a tibia change.